Event description:
It was reporter that the procedure was performed to treat a lesion in the left circumflex (cx) coronary artery, with mild calcification and moderate tortuosity. The 2.5x23mm xience prime stent delivery system (sds) was implanted when a dissection was noted at the distal edge. A 2.5x15 mm xience prime stent was used to treat the dissection and complete the procedure. There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. The reported patient effect(s) of dissection is listed in the xience prime everolimus eluting coronary stent systems instructions for use as a known patient effect(s) of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design, or labeling.